Manufacturer narrative:
The event occurred in the "past month" from the report date. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the injection port of three (3) intravia 250 ml capacity containers looked like the rubber was breaking down/fraying. This was identified prior to patient use. The bags had been in a temperature controlled area. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H10: three (3) actual samples were received for evaluation. A visual inspection was performed which revealed damage at the injection site of all three samples. The reported condition was verified during initial inspection. The cause of the condition was not determined. No functional testing was performed for this complaint. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.